Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the cutting wire broke while sphincterotomy was peformed. Reportedly, no part of the device was detached inside the patient. The procedure was completed with a second hydratome rx 44, using the same generator and active cord. There were no patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be fine.

Manufacturer narrative:
Block h6 (device codes): problem code 1069 captures the reportable event of cutting wire broken. Block h10: visual examination of the returned device revealed that the cutting wire was broken, bent and blackened. Additionally, the working length was found twisted and torn from the end of the c-channel to the distal tip. The complainant was consistent with the reported event of cutting wire broke. According to the product analysis, the cutting wire of the returned product was found broken and blackened, so it is most likely that a peak of voltage could have caused the failures noted or if the device was not in contact with the tissue when it was energized. It was also found that, the working length of the device was found twisted; this failure could be generated by manipulation of the device or when the device was in contact with other devices. Additionally, the working length was torn from the c-channel to the distal section, suggesting that the guide wire was not removed properly. Therefore, the most probable cause of this complaint is adverse event related to procedure, since it is the most likely that the adverse event occurred during the procedure and the device had no influence on the event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the cutting wire broke while sphincterotomy was performed. Reportedly, no part of the device was detached inside the patient. The procedure was completed with a second hydratome rx 44, using the same generator and active cord. There were no patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be fine.